Event description:
Pt had la line placed in surgery on 3/19/98. Pt in intensive care unit post-surgery and on 3/22/98 la line broke as it was being removed. There was no bleeding from the la site and no blood from the chest tubes. On 3/23/98 pt went back to surgery and had remaining piece of la line surgically removed. Removal successful, no complications.